Event description:
The surgeon stated, "I was using it like I normally do, and at some point during the procedure, it started to alarm off and on, and would work intermittently. They changed the grounding pad twice which helped temporarily. After the second pad change, I was using it and I thought the tip was coming unscrewed, as it sometimes does, but instead that's when I noticed that it had actually melted in half below the threads where the tip attaches and had obviously over-heated. It wasn't an inordinate amount of use. I have had the unit work intermittently and make alarm noises a few times, but I have never seen it self-destruct so to speak like this."